Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call the the customer was in the hospital due to a quadruple bypass. The blood glucose has been as high as 400 mg/dl. The caller reported that the sensors were not working properly and that they had noted a bent cannula. The customer was sent new sensors.